Manufacturer narrative:
(B)(4) g2: foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the air-filled sterile packaging was not in order. No patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that there was a hole in air-filled sterile packaging. No patient involvement. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d1, d9, g3, g6, h2, h3, h6, h10, h11. The following sections were updated: g1-2. Product was returned and visually assessed which did identify creases in the pouch material but did not identify that the pouch has been breached it was therefore sent for further analysis by virtue of a bubble test. The test passed confirming that the pouch is not breached. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. The root cause of the reported issue is unrelated to the zimmer biomet medical device. Whilst some wrinkling of the pouch can occur during packaging and shipping, this does not affect the product or the package integrity. Most importantly, testing confirmed that pouch was not breached and was sealed within validated parameters ensuring the product remains protected and safe for use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.